Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the sap system from this customer regarding to the product number 050-87216 been delivered. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A patient on peritoneal dialysis (pd) contacted customer support for a supply bag line are blocked message during pd treatment with the fresenius cycler. There were no recorded injuries associated with the reported issue. In follow-up, the patient stated she was hospitalized on (B)(6) 2021 for a blood infection. Additional information was obtained through two pd nurses familiar with the patient and it was clarified the patient had peritonitis (did not have a blood infection). The nurse provided that the patient had a regularly scheduled outpatient pd clinic visit on (B)(6) 2021. It was stated the patient had complaints of diarrhea at that time. According to the nurse, the patient was admitted on (B)(6) 2021 with peritonitis. Details surrounding the patient¿s hospital course were limited and pd culture results were no available at the time all follow-up was completed. It was stated that the patient was receiving unknown antibiotic therapy and remained hospitalized. It was confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The patient¿s nurses attributed the peritonitis to touch contamination/breach in aseptic technique during the pd exchange due to concomitant diarrhea.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the fmc cassette and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a fmc cassette malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the patient¿s peritonitis may have been associated with touch contamination/breach in aseptic technique during the pd exchange in the setting of concomitant diarrhea.

Event description:
A patient on peritoneal dialysis (pd) contacted customer support for a supply bag line are blocked message during pd treatment with the fresenius cycler. There were no recorded injuries associated with the reported issue. In follow-up, the patient stated she was hospitalized on (B)(6) 2021 for a blood infection. Additional information was obtained through two pd nurses familiar with the patient and it was clarified the patient had peritonitis (did not have a blood infection). The nurse provided that the patient had a regularly scheduled outpatient pd clinic visit on (B)(6) 2021. It was stated the patient had complaints of diarrhea at that time. According to the nurse, the patient was admitted on (B)(6) 2021 with peritonitis. Details surrounding the patient¿s hospital course were limited and pd culture results were no available at the time all follow-up was completed. It was stated that the patient was receiving unknown antibiotic therapy and remained hospitalized. It was confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The patient¿s nurses attributed the peritonitis to touch contamination/breach in aseptic technique during the pd exchange due to concomitant diarrhea.